Event description:
It was reported to philips healthcare that the power of the heartstart xl does not power on when plugged in. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.